Event description:
It was reported that the patient was falling often and their stimulation was not where the patient needed it. It was noted that there were stimulation changes after fall. It was noted that reprogramming was attempted and the patient requested that the system be removed. It was further noted that the system was completely explanted. It was noted that the patient also needed an MRI.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3898-61, lot# lb9997, implanted: 2004-(B)(6), explanted: 2013-(B)(6), product type lead product ID 747140, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported the clinic was ¿pretty through¿ and the manufacturer representative (rep) ¿would assume¿ x rays and impedance checks were done, but they could not say for certain. It was also reported the patient had not been reimplanted and it was noted the patient¿s outcome was unknown.

Event description:
Additional information received reported the cause of the event was the fall and there was no damage noted to have occurred to the ins, programming or programmer. The system (ins and leads) was explanted and patient recovered without sequelae.